Event description:
It was reported that dehpfree pri grav set 1 ss vlv had air in the line which likely resulted in air embolism. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 41173e batch no: unknown . It was reported that CT of chest/abdomen/pelvis revealed likely a "iatrogenic embolism" in heart and pulmonary arterial trunk. Event description per email states: CT chest/abdomen/pelvis revealed likely iatrogenic air embolism in heart and pulmonary arterial trunk. This is the second similar event in a 2 month time frame that could be attributed to IV tubing. Bd currently has a recall on other IV tubing that can result in air embolism. FDA safety report ID#(B)(4).

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 41173e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 14 july, 2020. Medwatch report # mw5095273. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that dehpfree pri grav set 1 ss vlv had air in the line which likely resulted in air embolism. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 41173e, batch no: unknown. It was reported that CT of chest/abdomen/pelvis revealed likely a "iatrogenic embolism" in heart and pulmonary arterial trunk. Event description per email states: CT chest/abdomen/pelvis revealed likely iatrogenic air embolism in heart and pulmonary arterial trunk. This is the second similar event in a 2 month time frame that could be attributed to IV tubing. Bd currently has a recall on other IV tubing that can result in air embolism. FDA safety report ID# (B)(4).